Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/13/2015 with the following findings: during testing, evidence of contamination was found under all key contacts. The display screen was dim and discolored during testing. In addition to these issues, the keypad cover was returned lifting. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed evidence of contamination under key contacts and a display issue. This report is made based on results of investigation completed on 11/13/2015.